Event description:
Procedure type: unk. Pt gender: unk. According to the rptr: after introducing the trocar, and during the removal of the obturator, the knife blade cover came off and stayed inside the cannula. The surgeon removed the cover piece with a clamp and continued the procedure normally. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. No pt injury was reported.

Manufacturer narrative:
(B)(4).